Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a loose drive support cap from the insulin pump. The customer's blood glucose reading was 4.9 mmol/l. The father stated that his son's pump started to beep around 11:30am when he was in the nursery. The customer stated that the pump was not meant to have a bolus at this time and we could not see anything in the alarm history. While troubleshooting, the drive support cap was found sticking out. The father stated that there was a crack around the bolus button. The customer was advised to revert to a backup plan. The customer will be sent a replacement pump.